Event description:
The customer alleged they received questionable creatinine jaffe gen.2 (crej) and bilirubin total (tbil) results on their integra 400 plus analyzer. The customer provided data for 15 patients, of which 4 had discrepant results. The first patient had a crej result of 73 umol/l and it was reported outside the laboratory. The repeat result was 117 umol/l. The second patient, a female born on (B)(6), had an initial crej result of 80 umol/l. The first repeat result was 63 umol/l. The second repeat result was 86 umol/l. The third repeat result was 85 umol/l. The third patient, a male born on (B)(6), had an initial crej result of 62 umol/l. The repeat result was 82 umol/l. The fourth patient, a female born on (B)(6), had an initial tbil result of 49.3 umol/l. The first repeat result was 18.8 umol/l. The second repeat result was 9.5 umol/l. The third repeat result was 11.4 umol/l accompanied by a data flag. The fourth repeat result was 10.3 umol/l accompanied by a data flag, and it was reported. It is unknown if any other results were reported outside the laboratory and clarification has been requested. It is unknown if the patients were adversely affected, and additional information has been requested. The crej reagent lot number was 65915401 and the expiration date was 12/31/2013. The tbil reagent lot number was 65988801 and the expiration date was 07/31/2013. The field service representative performed a check test which failed. He then replaced the probe b and repeated the check test which passed. The probe showed no obvious signs of damage or clotting. The probe b had not been replaced prior to the issue occurring for some time. There were no visible leaks. The probe was tight. He did not see any leakage on the instrument. He reported the probes and splash guards were clean.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).